Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported the drive support cap was sticking out on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer also reported an unexpected restart error alarm and that the insulin pump would reset with each new battery insert. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.